Manufacturer narrative:
The pt remains ongoing on lvad support with no further issue reported. No further info is available dat this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 3 years, 10 months of support on the lvad the pt presented with a driveline infection. Two months later (april 2014), the pt was transmitted to the hospital and initially treated with doxycycline then discharged home on oral bactrim. The driveline infection is being medically controlled on chronic bactrim.